Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08725 inches. No motor error alarms noted alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and reservoir tube. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 and (B)(6) 2018 with blood glucose was over 500 mg/dl. Customer was treated with insulin and fluid. Insulin pump had motor error alarm. The insulin pump will be returned for analysis.